Event description:
Meter name: one touch basic enhanced, strip name: one touch test strips, meter code: 6, strip code: 7, strip storage: stored correctly, symptoms: no symptoms. The patient reported they called their doctor and then called the hospital and they told the pt to eat something. Their meter allegedly was inaccurately low. The result on the pt's meter was 59, 62, 44 mg/dl. There were no results from any other sources. There was no comparison done with patient's meter. Treatment was food. Patient had taken meter with the pt to the doctor's office later and received 104mg/dl result on the pt's meter and 237 or 257mg/dl result on doctor's meter. The doctor treated the pt with a shot of insulin. Code on meter was incorrect. No further info has been reported.